Manufacturer narrative:
Investigation report still in progress. (B)(4).

Event description:
27 min into the dialysis treatment, the machine alarmed for minor blood leak, the staff tested it with a blood leak test strip and results were positive. They were unable to return the patient's blood, the machine was switched, and while setting up new dialyzer and bloodlines, the patient infiltrated and could not restart treatment. Patient left the dialysis unit stable, temperature was 96.5 right after machine alarmed for blood leak, temperature was 96.4 when discharged from unit. Since the staff was unable to return the patient's blood, 300ml of blood was lost. Patient's physician and clinical coordinator were aware of the issue. Physician increased dose of venofer and order to recheck hemoglobin level on next scheduled treatment. Patient's regular dialysis treatment was rescheduled for (B)(6) 2018 due to infiltration, staff was unable to draw labs. Patient is being scheduled for vascular access intervention (angioplasty) on (B)(6) 2018. Treatment was started at 6:07 am and medication was given at 6:28 am. Patient's access is a left upper av fistula. Treatment orders: 210 mins treatment, 3k, 2.5ca, bicrab 32, sodium 138, bfr 400, dfr 600, heparin bolus 2000 units and 600 units/hour, medication - epogen 10,000 units ivp, venofer order was 50 mg weekly on that day ivp, hectorol 3.5 mcg ivp and zone bar po. Other devices used: fresenius 2008 k2 dialysis machine.

Manufacturer narrative:
Investigation report still in progress.

Event description:
27 min into the dialysis treatment, the machine alarmed for minor blood leak, the staff tested it with a blood leak test strip and results were positive. They were unable to return the patient's blood, the machine was switched, and while setting up new dialyzer and bloodlines, the patient infiltrated and could not restart treatment. Patient left the dialysis unit stable, temperature was 96.5 right after machine alarmed for blood leak, temperature was 96.4 when discharged from unit. Since the staff was unable to return the patient's blood, 300ml of blood was lost. Patient's physician and clinical coordinator were aware of the issue. Physician increased dose of venofer and order to recheck hemoglobin level on next scheduled treatment. Patient's regular dialysis treatment was rescheduled for (B)(6) 2018 due to infiltration, staff was unable to draw labs. Patient is being scheduled for vascular access intervention (angioplasty) on (B)(6) 2018. Treatment was started at 6:07am and medication was given at 6:28am. Patient's access is a left upper av fistula. Treatment orders: 210 mins treatment, 3k, 2.5ca, bicrab 32, sodium 138, bfr 400, dfr 600, heparin bolus 2000 units and 600 units/hour, medication - epogen 10,000 units ivp, venofer order was 50mg weekly on that day ivp, hectorol 3.5mcg ivp and zone bar po. Other devices used: fresenius 2008 k2 dialysis machine.